Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cracked cover and was leaking. Patient involvement unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, water tank cover was cracked on the left side near the screw hole, faded line cord. Per functional testing, the device was leaking from the left side near the screw hole. The complaint was confirmed. The root cause was a cracked water tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, line cord, reservoir gasket and o-rings. Performed preventative maintenance (pm) and calibration. The device passed all functional and delivery tests.